Manufacturer narrative:
Literature reference: "are drug-eluting stents now the default strategy for superficial femoral artery intervention". Garcia et.al, circulation. 2016;133: 330-336.

Event description:
Event reported through literature: the determination of effectiveness of a directional plaque excision system for the treatment of infrainguinal vessels/lower extremities (definitive le) trial reported core laboratory-adjudicated outcomes using directional atherectomy ((B)(4)) in both claudicants and critical limb ischemic patients, enrolling (B)(4) subjects ((B)(4) claudicants and (B)(4) patients with critical limb ischemia). The primary patency using a psvr of 2.4 was (B)(4) in the claudicant group ((B)(4) subjects with (B)(4) subject being censured for an informed consent infringement).